Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net on (B)(6) 2020 with inappropriate automatic mode switch episodes on their implantable pacemaker. Further investigation found that the episodes were caused by far-field r-wave over-sensing. Patient came in to clinic on (B)(6) 2020 and had device reprogrammed to address the issue. Patient condition after the event was stable.